Event description:
It was reported that, during a tka surgery, it was received error for handpiece exposure control motor failure while burring. After opening handpiece, the black lug was stuck at bottom and not fixed to the snap lock collet: the snaplock was broken. The case was manually finished. The patient outcome is unknown.

Manufacturer narrative:
H10 h3, h6: the navio handpiece, used in treatment, was returned for evaluation. The navio handpiece displayed error for handpiece exposure control motor failure during a procedure on 21-jan-2019. The handpiece could not be re-calibrated, and the handpiece was opened to find the snap lock nut was stuck at bottom. The initial visual/functional investigation confirmed the broken snap lock nut. If the snap lock nut was broken it would prevent the snap lock from moving properly and create the error reported. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for total knee arthroplasty user's manual released at the time of the complaint provides no information regarding the broken snap lock nut. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to mechanical component failure.